Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a very dampened waveform was displayed. The customer attempted to aspirate, but was unsuccessful likely due to the central lumen being clotted. Another arterial line was not available, but they were advised to consider an arterial line to transduce to the iab. Upon follow up, the customer was able to successfully insert a radial arterial line and connect it to the console. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a